Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was possibly inappropriately treated with shock therapy by the implantable cardioverter defibrillator (ICD) for detecting supra ventricular tachycardia (svt) arrhythmias as ventricular tachycardia (vt)/ ventricular fibrillation (vf) episodes. The device remains in use. No further patient complications have been reported as a result of this event.